Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: undated x-rays: ap pelvis, lateral right hip: bilateral hybrid tha with left side reduced and nominal. Right tha has transverse displaced fracture of femoral component at the junction of the proximal and middle 1/3 of the stem with the proximal fragment loose and in varus. No clinical or pmh, no dated serial x-rays, no operative reports, no examination of explanted components. While the submitted x-rays appear to confirm the event description, insufficient data is presented to create a medical report for this case. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: clinician evaluation of the provided medical records indicated that while the submitted x-rays appear to confirm the event description, insufficient data is presented to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device lot details, clinical or patient medical history (pmh), dated serial x-rays, operative reports, and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Broken exeter stem due to patient fall. Was noticed on xray that was done following the fall.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Broken exeter stem due to patient fall. Was noticed on xray that was done following the fall.